Manufacturer narrative:
Philips service reloaded the ippc software, recreated the image store, and rebooted the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that failure in visualization and image acquisition due to ippc issues on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.